Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a reconstructive mammoplasty procedure on unknown date and the reservoir was connected to a drain. After the procedure, the reservoir was swelled and the suction did not activate although the negative pressure was applied to the reservoir. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/10/2020.

Manufacturer narrative:
(B)(4). Actual device returned and evaluated. The bottom hinge of the plate was broken, this caused that the device performance was not as expected. The hinge was broken possibly by final user handling.